Event description:
Caller reported blood glucose results of 298 mg/dl, 100 mg/dl, 178 mg/dl, and 186 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to baxter (B)(4) that the reservoir of a infusor two day device ruptured during patient use. The device was filled with 5-fluorouracil (5-fu). There was no report of patient injury or medical intervention. No additional information is available.